Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred while the trilogy evo, japan device was in patient use. There was no allegation of patient harm. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced, and the reported issue was improved. The root cause is determined to be a malfunction of the internal battery. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).